Event description:
It was reported that following a percutaneous transluminal coronary angioplasty (ptca), an angio-seal device was deployed in the femoral artery; complications developed and a femoral popliteal bypass was performed. The pt subsequently had a series of complications leading to lower limb amputation and death.

Manufacturer narrative:
No prod was returned for eval and review of the device record history was not possible since the lot # was unavailable. Based of the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.